Manufacturer narrative:
(B)(4). Covidien was not authorized to repair the device.

Event description:
It was reported that, an 840 ventilator generated an oxygen (o2) sensor diagnostic message. Although requested, information as to the use of the device at the time of the alleged malfunction has not been provided.